Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and determined the results were acceptable. A general reagent issue could be excluded. The investigation reviewed the system's alarm trace and found a sample foam detection alarm and an abnormal aspiration alarm. The customer performed a visual inspection of the patient's sample and no foam, fibrin, or clots were visible. The investigation is ongoing.

Event description:
The initial reporter received questionable glucose hk gen.3 results for one patient tested on a cobas c 503 analytical unit. The patient's initial glucose result was reported outside the laboratory. The patient's doctor requested the sample to be repeated. The customer performed repeat testing with the sample on a different c 503 analytical unit and the same c 503 analytical unit. The patient's initial glucose result was 333 mg/dl with glucose reagent lot 614042. The reagent lot expiration date was requested but not provided. The patient's first repeat glucose result on the different c 503 analytical unit was 94 mg/dl with reagent lot 596374. The reagent lot expiration date was 31-mar-2023. The patient's second repeat glucose result on the same c 503 analytical unit was 93.7 mg/dl with reagent lot 614042. The customer determined the repeat results were correct and a corrected report was provided.

Manufacturer narrative:
The investigation reviewed the reaction monitor and no abnormalities were found. The customer confirmed the centrifugation conditions were 3500 revolutions per minute (rpm) for 6 minutes. The customer confirmed the sample clotting time to be 12 minutes. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.